Manufacturer narrative:
Date sent to FDA: 01/31/2019. Additional narrative: it was reported that following the procedure the patient experienced bleeding, small bowel obstruction, abdominal pain, nausea and vomiting. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, urinary frequency, urinary urgency, urgency incontinence, recurrent urinary tract infections, urinary incontinence, nocturia, urinary retention, incomplete bladder emptying, recurrent cystocele, overactive bladder, mesh erosion, mesh contraction, inflammation, scar tissue, blood loss, and severe shock to her entire nervous system, requiring the her to undergo intensive medical treatment, including additional operations to locate and remove mesh. No additional information has been provided.